Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of a damaged cannula, a hole in the unexposed portion of the soft cannula at the tip of the formed needle. After turning the ratchet gear, insulin was observed exiting the hole in the cannula. It was not reported that the cannula appeared abnormal or that the device was leaking so it could not be determined how the cannula was damaged. Inspection of the device also did not find any issues with the cannula assembly that would result in bleeding or bruising at infusion site. The exact cause of the bleeding/bruising could not be conclusively determined.though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 using the pod 5 / page 42-43 warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 22.2 mmol/l (400 mg/dl) while wearing the pod on the arm. The patient noted pain with bleeding/bruising during wear. A new pod was activated to treat the hyperglycemia and there was no further reaction.